Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported the physician performed an explant in a secondary procedure of an intraocular lens (iol) in the patient's right eye due to the patient not being able to tolerate the lens. No other information provided regarding the patient's intolerance of the lens. There was no patient injury and the patient is doing well.

Manufacturer narrative:
The intraocular lens was not returned for inspection. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: a review of the directions for use was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The dfu also states some visual effects associated with multifocal iols may be expected because of the superposition of focused and unfocused images. As a result of the investigation the production order was manufactured according to specifications and the complaint cannot be confirmed all pertinent information available to abbott medical optics has been submitted.